Event description:
The product was used for the laparoscopic ligation of vessels. Reportedly, the instrument broke. The surgeon applied another device without pt injury.

Manufacturer narrative:
7/17/97-supplemental report #1 submitted to FDA.